Manufacturer narrative:
Product analysis: the analysis was able to confirm the customer comment of the external pulse generator (epg), was found to have damage to the housing and two knobs. The upper case was broken around the menu encoder and two control knobs were missing. It was also determined at analysis that the encoder assembly was contaminated (rust). All four encoder o-rings were missing, and two control knobs were contaminated (rust). The lower case was contaminated in the battery drawer. All six plugs were damaged (tool marks). All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during routine maintenance the external pulse generator(epg), was found to have damage to the housing and two knobs. The epg was returned to service and repair. There was no patient involvement.